Manufacturer narrative:
Stryker evaluated the customer device and was able to verify and duplicate the reported issue. It was confirmed that the device can not be repaired due to the age of the device; terefore the device was not repaired. Stryker advised the customer to scrap the device. The device was returned to the customer unrepaired per their request. The root cause of the issue could not be determined.

Event description:
The customer contacted stryker to report that their device would have the screen locked up in the main interface. This issue has the potential to delay or prevent defibrillation from being delivered, if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would have the screen locked up in the main interface. This issue has the potential to delay or prevent defibrillation from being delivered, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.